Event description:
It was reported that the device was not replaced due to normal battery depletion. The patient stated that the doctor had ¿messed up on the implant¿ and the device had been ¿wrong.¿ additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3031, serial# (B)(4), product type: programmer, patient; product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2001, product type: extension; product ID 3886, lot# l60402, implanted: (B)(6) 2001, product type: lead. (B)(4).